Event description:
Following an analysis performed on documentation received from the customer, livanova deutschland became aware of 12 possible cases of non-tuberculosis mycobacterium infections associated with heater cooler devices used at this hospital during cardiopulmonary bypass surgeries, starting from 2018.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, unique device identifier (UDI) number could not be determined. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. Different attempts were made by livanova to gather further information with no success. No further information is available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.